Manufacturer narrative:
An event regarding revision involving an unknown adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: visual, material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as the device was not properly identified. Complaint history review: could not be performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: cat# 626-00-42e; modular dual mobility insert; lot# 65723304, cat# 18-28-3; delta c-taper head 28mm -2.5; lot# 59174701, cat# 6052-0935s; secur-fit max 127 hip stem #9; lot# tt1jle. Cat# 500-03-56e; primary tritanium hemi solidback cup 56mm; lot# he0ee0 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported by patient's counsel that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2018 and was revised on (B)(6) 2020.